Event description:
The new aesculap skin mesher was used. Nurse opened up the carrier. The wrong size was opened. Doctor said that with the old dermatome carriers, it was easy to see which size to use. With the new carriers, it is harder to tell what size you open. The rep should have educated the nurses on this, per doctor. Scrub nurse in and said that she was in-serviced and had used the new aesculap skin mesher twice and never was informed of the difference in packaging. Harvest skin was meshed too large and could not be used. A 5 x 8 centimeter piece of skin could not be used and had to be discarded. The correct skin carrier was obtained from office. A second skin harvest was done successfully. The patient's donor site was bandaged and the surgery continued.or rep states that the mesher carriers determine the skin size and the sizes on the package are very small and do not stand out very well (need larger, bolder writing, different colors for different sizes-something!). The size is also on the carrier itself so doctor should have seen/checked the size when he used it.